Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 6.00mm/ 2.0cm/ 135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured vertically upon first inflation at 4atm within 20 seconds. The device was removed using normal method without any problem and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.